Event description:
It was reported that from a non-clinical environment, the transmitter's connection was burnt. The transmitter was replaced. No patient condition was reported.

Manufacturer narrative:
The field complaint of a no power issue and there being burn damage to the transmitter was verified. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter or to the alternating current (ac) power adapter. Upon removing the prongs on the ac power adapter, it was noted that one of the green contact sticks was burnt. Due to the burn damage to the green contact strips, the ac power adapter was not plugged into a working ac electrical wall outlet. After opening the ac power adapter, burnt components were observed on the main circuit board and on the inner casing. After opening the transmitter, the main printed circuit board (pcb) board was found to be burnt as well. Due to all the burn damage, the unit could not be plugged into a working ac electrical outlet. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue and the burn damage.